Manufacturer narrative:
The investigation conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) concluded that the ecm arm was not holding the camera due to a damaged insertion axis. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The insertion nut inside the link 4 carriage assembly was found to be damaged and was not operating properly. The da vinci system was repaired by replacing the ecm link 4 carriage assembly. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted ventral hernia repair procedure, the endoscopic camera manipulator (ecm) arm was not holding the camera. The planned surgical procedure was completed with a different da vinci surgical system. The planned da vinci procedure was completed and no patient harm, adverse outcome or injury was reported.